Manufacturer narrative:
Updated event description. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: patient was implanted with 11mm 130 degree trochanteric femoral nail-advanced, 85mm helical blade, and one (1) 5.0mm locking screw on (B)(6) 2016. On unknown date, patient reported pain. X-ray taken on unknown date revealed the femoral head had collapsed. Patient was referred to another unknown facility for follow up. It is not known if patient was revised.

Manufacturer narrative:
This report is for an unknown trochanteric femoral nail-advanced/unknown lot. Part and lot number are unknown; UDI number is unknown. It is unknown if the device has been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported the patient was implanted with the trochanteric femoral nail-advanced and helical blade on unknown date. The surgeon reported on (B)(6) 2017 that the femoral head had collapsed. It is not known if the patient underwent a revision. This report is for an unknown trochanteric femoral nail-advanced. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review was conducted. The report indicates that the: DHR review for: manufacturing location: (B)(4), manufacturing date: 02-dec-2015, expiration date: 31-oct-2025. Part #: 04.037.142s, lot#: 9949762 (sterile) - tfna-11mm/130 deg ti cann tfna 170mm - sterile. Quantity (4). Raw material lot no: 7854209. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Scn 11985, ¿sterility documentation was reviewed and determined to be conforming.¿ (B)(4). Synthes manufacturing location was discovered upon receipt of DHR. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: implant date, patient code added, updated event description: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update information: 2/6/2017. Sales consultant replied on february 5, 2017 verifying date of implant was (B)(6) 2016. X-ray that was sent via text message was included. Part and lot number for nail, blade, and screw provided. Patient did report pain. No additional information was provided.